Event description:
It was reported that the device was found in back up vvi mode. Device was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.